Manufacturer narrative:
For each of the reported events, the devices were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model mc1810 biopsy instruments experienced both failure to prime and self-activation in all three events. These reports were received from various sources. Of the three events, all involved patients, none of which experience injury. Neither age nor weight were provided for any of the three patients. Of the reported patients, two were male and the other was not provided. The mc1810 biopsy instruments are all currently pending investigation.

Manufacturer narrative:
Of the 3 devices, 3 devices were returned for evaluation and lot history reviews were performed. The top slide self activated were identified for 3 devices. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model mc1810 biopsy instruments experienced both failure to prime and self-activation in all three events. These reports were received from various sources. Of the three events, all involved patients, none of which experience injury. Neither age nor weight were provided for any of the three patients. Of the reported patients, two were male and the other was not provided.